Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital admission due to a driveline infection. They were admitted on (B)(6) 2024. Cultures identified staphylococcus aureus and rare gram-positive cocci in pairs and clusters. The patient was given antibiotics, but the condition was not resolved and was discharged on (B)(6) 2024. The patient remained on antibiotics as of (B)(6) 2024. They were to follow up with an infectious disease clinic.